Manufacturer narrative:
The unit failed the displacement test followed by a motor error alarm during rewind due to a motor encoder signal out of phase error. The unit had a minor scratched lcd window.

Event description:
The customer called in to report a motor error alarm and the device was exposed to an MRI. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.